Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-22388. It was reported that a patient presented to the emergency room (ER) with a systemic infection. The patient had signs of endocarditis. The patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to the infection and there was vegetation on lead. The patient is recovering from procedure and infection.